Event description:
Discordant immulite 2500 digoxin results were obtained on one (1) patient sample. The laboratory questioned the result and repeated the sample in triplicate. The corrected results were reported to the physician. There was no known report of adverse health consequences due to the discordant digoxin results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the immulite 2500 instrument and the instrument data. Analysis of the instrument and instrument data indicate that the cause for the discordant digoxin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.